Event description:
Hillrom received a report from a hillrom technician stating the bed had CPR feature inoperative. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
The hillrom technician found the CPR button switch needed to be replaced. Per the hillrom service manual make sure CPR for proper operation. Repair or replace the part as applicable. A search of the hillrom maintenance records showed hillrom performed preventative maintenance on this bed on february 09, 2023. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the CPR button switch to resolve the reported event.b ased on this information, no further action is required.